Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information notes that post paced t-wave oversensing and undersensing of r-waves were observed. Further evaluation was recommended.

Event description:
It was reported that the asymptomatic patient presented to the emergency room with a device that was post-sensed t-wave oversensing. The patient received inappropriate high voltage therapy. The oversensing was noted on a stored egm. Recommended reprogramming changes were made. Patient condition was good.